Event description:
Plate removal in (B)(6) was reported to have occurred approximately 2 years ago due to a plate breakage.

Manufacturer narrative:
Under investigation, follow up report will be provided.